Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to change cartridge and pump continues to give an empty cartridge alarm. Reportedly, the customer does not go through the load sequence when replacing the cartridge. Troubleshooting with tandem technical support, the customer was able to successfully load a new cartridge. The customer blood glucose was 350 mg/dl. The customer administered manual injections to address blood glucose. The customer stated blood glucose was at 150 mg/dl during the call.